Manufacturer narrative:
The (B)(4) was voluntarily recalled from the market in (B)(6) 2010, and the (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient has experienced injuries including but not limited to grinding, metal flakes in and around the socket, fluid, pain, swelling, limited range of motion.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
**Update**(B)(4) 2013-legal claim received alleging that the patient suffers from cramping in hip and walking with a limp. There is no new information that would affect the outcome of the investigation.